Manufacturer narrative:
(B)(4). Date sent: 12/22/2021. H6: component code = g04. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b reload loaded on the device. The reload was received fully fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Date sent: 8/2/2021. Additional information was requested, and the following was obtained: can information be provided on how the post-operative care of patient was altered due to difficulties experienced with device? They were widened the port site to take out the stuck gun and which makes the incision broader than normal port site incision.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the device able to be opened? No. When attempting to de-articulate, was the jaws opened or closed? Closed. What trouble shooting steps were taken when attempting to open the device? Clicked releasing button to open the jaw but couldn¿t open. What was seen in the stroke indicator window at the time of the issue? 0. Was the post-operative care altered in anyway due to the increase of the trocar site incision? Yes.

Event description:
It was reported that the ec60a gun has stuck on the tissue after the firing in rectum. The gun's articulation fin was stuck and couldn't make straight the shaft. The jaw was also not opening as the releasing button was also seems as stuck. It was a new gun and fired only 3 times. They were taken out the articulated shaft by making the trocar site little bigger as the gun shaft was not straightened.